Manufacturer narrative:
Complaint no: (B)(4). A baxter service tech evaluated the pump. The reported condition was confirmed. The broken door assembly was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA #(B)(4).

Event description:
The device was returned for service. During service by baxter, a broken door was found. According to the facility rep, no pt injury or medical intervention has been reported related to the device. No add'l info or contact was available.